Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 12-sep-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mcg/ml) via an implantable pump for unknown indications for use. It was reported that the patient had a return of symptoms. An external factor that contributed to the event was that the catheter was over 18 years old which could have led to a change in the patient¿s drug delivery system. The old catheter was removed and a new catheter was implanted. The explanted catheter was discarded and the issue was resolved. The patient's weight was unknown and they had a medical history of multiple sclerosis. The patient was without injury at the time of the report.